Manufacturer narrative:
The astral device was returned to resmed. The evaluation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of this incident.